Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a, lens was not implanted. Explant date: n/a, lens was not implanted, therefor not explanted. Initial reporter - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the ar40e lens is defect, the trailing haptic was detached. Trough follow-up we learned that the lens was in the eye when the issue with the detached haptic was found and the lens had to be removed. Another lens was implanted without issues and the removed lens discarded. This was on the (B)(6) 2023 and the patient is doing well. No further details were provided.